Manufacturer narrative:
Product ID b35200, lot#, serial# (B)(4), implanted: 2020 (B)(6), explanted, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a change made to the patients programming and since then, every time she tries to make a change with the stimulation she gets shocked where one of the leads is located in her head. The rep asked when this started to happen but the patient was in such distress that she was challenging to understand and the rep could not understand the patient's answer. The rep had linked the previous and current implants as the caller was not clear on if this issue of the shocking sensation was isolated to only the current ins or if this issue started on the previous ins and continued with the new ins. The patient was redirected to follow up with her hcp and the patient stated that she was trying to get an appointment with her surgeon hcp as the physicians assistants were not willing to do anymore programming and thought that the ins needed to be replaced. The rep offered to reach out to the medtronic field rep on the patients behalf as her ins has not been checked and she is needing assistance. No further complications was reported.